Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with a cartridge containing insulin and a new cd 23"-6 mm infusion set, during which the caregiver attempted multiple infusion set insertions and initially failed to remove the needle guard, resulting in three lost infusion sets and likely inadequate insulin delivery. Symptoms included elevated blood glucose above 400 mg/dl on cgm with a confirmatory fingerstick of 376 mg/dl. Outcomes included a transient impact on the patient¿s daily activities, with glucose trending down to 252 mg/dl and then 189 mg/dl after guidance and data entry into the ilet; no medical intervention or hospitalization occurred. Investigation included troubleshooting and education on proper infusion set deployment and confirmation of blood glucose using a blood glucose meter. Investigation of this case revealed user technique error related to infusion set deployment and potential interruption of insulin delivery. It was concluded that the event was attributable to user error in infusion set insertion leading to hyperglycemia, and that device replacement of infusion sets and education resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.